Manufacturer narrative:
During the retrieval of an optease inferior vena cava (ivc) filter, it was noted to be tilted. The internal lumen of the vessel was damaged and a perforation of the vessel occurred. Hemostasis of the perforation was achieved with balloon inflation. There was no difficulty met during implantation. The user was able to engage the hook during retrieval without difficulty. The filter was removed. The size and shape of the vena cava was <30 mm with a normal shape. The date of implantation of the filter was not known. The device will not be returned for analysis. No other information was available.the product was not returned for analysis. A device history record (DHR) review of lot 17337928 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt and perforation of the ivc could not be confirmed and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The products information safety vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The implantation and removal dates of the filter are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported the optease retrievable filter 55 femoral was tilted in the vein and during retrieval the internal lumen of the vein was damaged. A perforation occurred during the retrieval.  Fortunately the homeostasis was reached with a balloon.   There was no difficulty met during implantation.   After implantation the attempts made to retrieve the filter.  The filter was able to be removed.  The user was able to engage the hook during retrieval difficulty.  Pre/post imaging was completed.  The size and shape of the vena cava was <30 mm with a normal shape.  There were pre/post procedural complications.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17337928 presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4).

Event description:
As reported the optease retrievable filter 55 femoral was tilted in the vein and during retrieval the internal lumen of the vein was damaged. A perforation occurred during the retrieval. Fortunately the homeostasis was reached with a balloon. Additional information has been requested.